Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported a red alert had been generated for this system due to an out of range shocking impedance measurement of 125 ohms. A review of the stored data identified a slight upward trend of the measurements over the past ten months. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.